Manufacturer narrative:
Records prior to 11/02/2010, including records for roux-en-y gastric bypass, were not provided. (B)(6) 2010: (B)(6), md; (B)(6) , md. Operative report. Assistant: (B)(6) , md. Preoperative indication: treatment, prevent complications. Postoperative diagnosis: 1. Ventral hernia. 2. Loss of abdominal domain. Procedure: 1. Abdominal exploration. 2. Repair of ventral hernia with bilateral myocutaneous advancement flaps and placement of gore-tex mesh underlay. 3. Panniculectomy. 4. Complex wound closure. Drainage: 2 channel drains. Graft/implant information: lot/serial #: 8180119, catalog/model #: 1dlmc07, implant name: patch, dual mesh 1mm 20.0 x 30. Manufacturer: w l gore co., implant placement: abdominal. Anesthesia: general. Blood loss: 200 cc. Complications: none. ¿after informed consent was obtained and patient was brought to the operating room and placed under general endotracheal anesthesia in the supine position, her abdomen was prepped and draped in the usual sterile fashion. Her wound that had healed by secondary intention was excised sharply. This was immediately adherent to bowel. Bowel was sharply dissected from skin and the overlying subcutaneous tissues with sharp dissection and minimal electrocautery. Specifically, one loop of bowel was very adherent to the overlying skin. This was removed with sharp dissection. No enterotomies or serosal tears were noted. However, the friable piece of bowel that was stuck to the overlying skin was oversewn with silk lembert sutures. The small bowel was then run. There was one adhesive band adherent to the retroperitoneum. This was lysed with sharp dissection. The patient had anatomy of a roux-en-y gastric bypass with a retrocolic limb. There were no other abnormalities noted. She had extensive adhesions to the left upper quadrant as well as right upper quadrant. These were taken down utilizing sharp dissection and electrocautery. No enterotomies were made. Attention was then turned to repair of her abdominal wall. A component separation was performed and extended lateral to the bilateral rectus muscles. This allowed for further midline mobilization. However, there was approximately a 10-cm defect in width along the midline fascia that was unable to be primarily closed. Thus, a piece of gore-tex mesh was cut to size. A piece of 20- x 30-cm mesh was cut to size and placed in underlay fashion, utilizing the suture passer. There was then a 2-cm underlay circumferentially for the fascial defect. The mesh was sewn in with interrupted 0 prolene. The repair was taut without any buckling of the mesh. Excess subcutaneous fat and skin were then removed from the patient's abdomen. Approximately 2 kg of excess subcutaneous tissue, fat, and skin was removed. This allowed for minimal tension yet excellent coverage of the mesh. The wound was then closed in a layered fashion. Two channel drains were placed in the lateral component separation cavities, and the wound was closed with interrupted 2-0 vicryl sutures followed by a running 3-0 vicryl layer, interrupted 3-0 vicryl subdermal interrupted sutures, and a 4-0 vicryl layer for the skin. Xeroform dressing was applied followed by a sterile dressing. All counts at the end of the case were correct. Drains were placed to bulb. An abdominal binder was placed. The patient was extubated and returned to the pacu [post anesthesia care unit] in good condition. Wound: type I ¿ clean.¿ the records confirm a gore® dualmesh® biomaterial (1dlmc07/8180119) was implanted during the procedure. (B)(6) 2010: (B)(6) , md. Pathology. Accession #: mr10-8745. Diagnosis: a. Foreign body, abdomen, removal: metallic clip without adherent tissue identified. Gross examination only. B. Skin and subcutaneous tissue, abdomen, panniculectomy: skin and subcutaneous tissue (2,060.0 grams). Gross examination only. Gross description: received fresh labeled "abdominal foreign body; gross only" is a 1.4 x 0.4 x 03 cm silver-colored metallic clip without adherent tissue. Gross only. Grossed by jad. B. Received fresh labeled "pannus" is a 2,060.0 gram portion of skin and subcutaneous tissue with umbilicus. No lesions identified. Gross only. Grossed by cmk. Block summary: anja c. Roden, md. ??/??/??: [missing record: records for the CT scan showing the ¿hernia defect at the inferior portion of the mesh where it had pulled away from the right inferolateral fascial edge¿ were not provided.] (B)(6) 2012: (B)(6) , md; (B)(6) , md. Operative report. Assistant: (B)(6) , mbbs. Preoperative indication: incarcerated recurrent incisional hernia. Postoperative diagnosis: 1. Incarcerated recurrent incisional hernia. 2. Infected mesh. Procedure: 1. Open abdominal exploration. 2. Reduction of incarcerated hernia. 3. Excision of infected gore-tex mesh. 4. Placement of vicryl mesh underlay closure. 4. Placement of subcutaneous abdominal drains. Drainage: 2 15-french jackson-pratt drains, 1 drain. ¿the patient was placed supine on the operating room table, and general endotracheal anesthesia was induced. The patient's abdomen was prepped and draped sterilely, and a confirmatory pause was performed ensuring the patient had received appropriate preoperative antibiotics. An incision was made through the previous midline incision sharply and then carried down through the subcutaneous tissues with the use of electrocautery. The hernia sac was identified. At this point, on attempts at manual reduction, we were successful at reducing the incarcerated hernia. The abdominal cavity was entered. There was obvious turbid, infected-appearing fluid, which was malodorous overlying the mesh. This appeared to be infected seroma. This was suctioned, and a sample was sent for culture. There was an approximately 5- x 8-cm hernia defect at the inferior portion of the mesh where it had pulled away from the right inferolateral fascial edge. This was consistent with findings on CT. Given the turbid-appearing fluid, we elected to excise the gore-tex mesh. This mesh was excised in its entirety. Omental adhesions stuck to the underside of the mesh were lysed. The mesh was sent to pathology for review. We elected to perform closure with a spanning vicryl mesh underlay. This was done with 4-ply vicryl mesh. The vicryl mesh was tacked circumferentially to the fascia with transfascial sutures circumferentially. These sutures were no. 1 pds. We were not able to close the fascia over the vicryl mesh given loss of abdominal domain. The subcutaneous tissues in the peritoneal cavity were copiously irrigated. The hernia sac was resected. After the vicryl mesh was in place, we then closed subcutaneous tissues with interrupted 3-0 vicryl. This was after placement of two 15-french round jps exiting the right and left lower quadrants respectively. These were laid over the vicryl mesh and under the subcutaneous tissue. The skin was closed with staples after copiously irrigating the subcutaneous tissues. A subcutaneous drain was likewise laid beneath the staples before closure. Wound type: type I ¿ clean.¿ (B)(6) 12: (B)(6) , md. Pathology. Accession #: mr12-3958. Diagnosis: (B)(6) , biopsy: 16.0 x 10.5 x 1.3 cm portion of unremarkable mesh with attached fibroadipose tissue. Gross examination only. Gross description: a. Received in formalin labeled "abdominal mesh" is a 16.0 x 14.5 x 1.3 cm portion of unremarkable mesh with attached fibroadipose tissue. Gross examination only. Grossed by jdt. (B)(6) 2012: [missing records: a culture report detailing analysis of the specimens collected during the 06/10/12 procedure was not provided.] (B)(6) 2012: (B)(6) md; (B)(6) , md. Operative report. Assistants: (B)(6) , md; (B)(6) , md; (B)(6) , md; (B)(6) , pa-c. Preoperative diagnosis: recurrent ventral hernia. Preoperative indication: treat condition. Postoperative diagnosis: postoperative diagnosis: recurrent ventral hernia. Procedure: 1. Lysis of adhesions. 2. Ventral hernia repair bilateral myofascial advancement flaps (20x9 cm right side, 20x9 cm left side) with bioprosthetic mesh underlay. 3. Medically indicated infraumbilical panniculectomy. Drainage: 4 drains. Graft/implant information: lot/serial #: huwg1114, catalog/model #: 1161520, implant name: xematrix-rect, 5.9" x 7.9" (15x20cm), manufacturer: davol bard, implant placement: abdominal. Indications for procedure: this is a 33-year-old woman with a history of massive weight loss secondary to bariatric operation with complications following hernia repairs. This case is done and the procedure will be performed in conjunction with general surgery service to rebuild the patient's abdominal wall and to excise abdominal pannus that has been causing irritation and ulceration in the intertriginous fold. The risks, benefits and alternatives were discussed. The patient understands the nature of the procedure and willing to proceed. Consent for the procedure was obtained. Procedure technique: ¿I entered the room at the request of the general surgery team. The patient has just undergone placement of the epidural catheter. I performed a standing prep, positioned the patient in the sterile fashion on the operating table, inserted a foley catheter in a sterile fashion and scrubbed. The panniculectomy incision was marked, and I made an incision with the cold knife and carried out the dissection with the electrocautery. The panniculectomy flap was dissected up to the costal margins to allow the general surgeons to gain access to the massive recurrent ventral hernia that the patient had. Soft tissues were removed off the ventral hernia sac that compromised the entire patient's midline...dictated by dr. Senchenkov/daf. After dr. Senchenkov's team had finished raising the panniculectomy flap, we were called into the room for the eventual hernia repair. The rectus muscles were easily identified and approximately 10 cm apart. The hernia sac was entered with metzenbaum scissors. We found several loops of bowel densely adherent to the hernia sac as well as the posterior rectus sheath. We proceeded with one-hour lysis of adhesions in order to free up all the small bowel from the anterior abdominal wall. At this point, the hernia sac was completely excised. The rectus muscles would not come together with even excessive tension. Therefore, we performed bilateral myofascial advancement flaps, 20 x 9 cm in dimension on the right side first, and then 20 x 9 cm on the left side. This was performed by incising through the external oblique aponeurosis, lateral to the rectus muscles, from costal margin down towards the inguinal region bilaterally. This freed up the rectus muscles enough to come together with a moderate amount of tension. The hernia defect was measured to be 20 cm x 10 cm. The small bowel was run, and one serosal tear was repaired with multiple interrupted 3-0 silks. We then opened a 15- x 20-cm xenmatrix bioprosthetic mesh. Stitches were placed through the mesh, and the mesh was sutured to the abdominal wall with transabdominal stitches using a suture passer. We were careful to make sure that each side of the xenmatrix was passed lateral to our myocutaneous advancement flap. These were then tied down under direct vision and with tactile confirmation that no bowel was between the sutures. This did make her abdominal wall quite taut; however, this was what would allow us to close the rectus muscle without tension. Stitches were then placed superiorly and inferiorly through the mesh and through the abdominal wall to complete a circumferential attachment to the abdominal wall in an underlay fashion. The mesh was attached to the abdominal wall with no. 1 vicryls. Next, the fascia was closed with interrupted no. 1 vicryl figure-of-eight stitches. The abdominal wall and subcutaneous tissue was then irrigated with 3 l of saline via pulsavac. At this time, dr. Senchenkov's team returned to finish their panniculectomy and perform the closure...dictated by dr. Bogert/mkp. I entered the room at the request of dr. Schiller's team. They had performed a separation of components as well as repair of the midline abdominal defect with strattice. The abdominal skin of the patient was draped over the abdominal repair. Four 19 hubless drains were placed through the pubic region. The skin was trimmed to fit. Incision was closed in layers. Sterile dressing was applied. The patient tolerated the procedure well. Disposition: to be admitted to the intensive care unit for further stabilization...dictated by dr. Senchenkov/daf. Wound type: type I ¿ clean.¿ (B)(6) 2012: (B)(6) , md. Pathology. Accession #: mr12-7517. A. Pannus, panniculectomy: skin and subcutaneous tissue, 1610.0 grams, identified grossly. Gross examination only. Gross description: a. Received fresh labeled ¿pannus¿ is a 1610.0-gram portion of skin and subcutaneous tissue without umbilicus. No lesions identified. Grossed by pwr. (B)(6) 2015: (B)(6) , md. Operative report. Assistant: (B)(6) , md. Preoperative diagnosis: incarcerated hernia. Preoperative indication: small bowel obstruction, large ventral hernia. Postoperative diagnosis: incarcerated hernia with necrotic epiploic appendage. Procedure: 1. Exploratory laparotomy. 2. Reduction of incarcerated hernia with small bowel. 3. Vicryl mesh hernia repair. 4. Excision of necrotic epiploic appendage. Specimen: epiploic appendage. Findings: a 20 x 15 hernia defect, incarcerated small bowel, necrotic epiploic appendage. Indications: michelle barnes is a 36-year-old female with history of multiple abdominal surgeries including multiple hernia repairs who presented with bowel obstruction concerning for incarcerated hernia. She was taken to the operating room for reduction and inspection of the bowel. Procedure: ¿patient was placed in a supine position. Excellent endotracheal anesthesia was achieved. A surgical pause was performed per protocol after the patient had been prepped and draped in normal sterile fashion. The patient had previous midline vertical incision and obvious palpable hernia defects in the lower abdomen. The previous midline incision was opened just caudad to the hernia defects. This was carried down to the fascia. The fascia was entered. There was noted to be some old mesh there from previous hernia repair at that site. The abdomen was entered without event, after which the incision was extended up over the left-sided hernia defect which is where the midline incision lay. Careful dissection was used to release the fascia up to the hernia defect. The hernia sac was entered and all the bowel in the left-sided hernia was reduced. There was small approximately 2- to 3-cm bridge of old fascia and remnant rectus muscle that was immediately in the center of two hernia defects. The right-sided hernia defect also had small bowel. In order to reduce this bowel, the intervening tissue had to be incised, creating one large hernia defect. At this point, the bowel was entirely eviscerated. It was run from the cecum or with normal appendix all the way up to what appeared to be a retrocolic roux limb. The patient had multiple interloop adhesions. A photograph was taken and will be placed in qreads. Despite the multiple interloop adhesions, none of these appeared to be obstructed. There was no obvious obstruction or transition point. Given this, we did not elect to takedown these interloop adhesions for fear of causing bowel injury when there was no obvious obstruction currently. An attempt was made to place a g-tube into the patient remnant stomach given the history of possible hyperinsulinemia. Adhesiolysis was performed for about one hour, and the upper portion of the abdomen was very stuck and socked in. Given this, we elected to abandon placing the gastrostomy tube for fear of causing again an injury. At this point, the bowel was inspected for excellent hemostasis. The abdomen was inspected. Excellent hemostasis was achieved. The upper portion of the patient's midline wound was closed with interrupted no. 1 pds sutures. The lower portion had a 12- x 12-cm piece of vicryl mesh folded into force was taken, placed over the newly created hernia defect. Of note, the hernia defect, at this point, measured approximately 20 x 15 cm in size. This was tacked in underlay fashion circumferentially with 0 vicryl sutures, assuring that no bowel was caught up underneath this portion of the mesh. At this point, two 19-french round drains were placed, one into the left side of the lower incision and one into the right side. These were secured with nylon sutures. Vicryl 2-0 suture was then used to place interrupted deep dermal sutures followed by staples in the skin and an incisional wound vac. The patient tolerated the procedure well. All surgical counts were correct at the end of the case. Wound type: type iii - contaminated.¿ (B)(6) 15: (B)(6) , md. Pathology. Accession #: mr15-6608. Diagnosis: a. Soft tissue, epiploic appendage, excision: ischemic necrosis consistent with torsion of epiploic appendage. Gross description: a. Received in formalin labeled "epiploic appendage" is a 3.1 x 2.4 x 1.3 cm portion of pink-tan epiploic fat. The specimen is diffusely indurated, without grossly identifiable mass. The outer surface is smooth. There is a 0.9 cm long by 0.3 cm diameter stalk. Representative sections submitted for permanent sections only. Grossed by jh. Block summary: part a: epiploic appendage, 1 epiploic appendage. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated investigation conclusions: d15: cause not established. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient code (1930) was reported based on the original complaint and is no longer applicable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2010 through (B)(6) 2015 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Medical records from (B)(6) 2012 through (B)(6) 2015 were not provided. Patient information: medical history: obesity; (B)(6) 2012: recurrent ventral hernia; (B)(6) 2015: bowel obstruction. Surgical procedures: unknown date: roux-en-y gastric bypass; (B)(6) 2008: foreign body, abdomen, removal, 3 identical metal clips; (B)(6) 2010: abdominal exploration. Repair of ventral hernia with bilateral myocutaneous advancement flaps and placement of gore-tex mesh underlay. Panniculectomy. Complex wound closure. Implant: gore® dualmesh® biomaterial. (B)(6) 2012: open abdominal exploration. Reduction of incarcerated hernia. Excision of infected gore-tex mesh. Placement of vicryl mesh underlay closure. Placement of subcutaneous abdominal drains. Implant: vicryl mesh. (B)(6) 2012: lysis of adhesions. Ventral hernia repair bilateral myofascial advancement flaps with bioprosthetic mesh underlay. Medically indicated infraumbilical panniculectomy. Implant: bard mesh. (B)(6) 2015: exploratory laparotomy. Reduction of incarcerated hernia with small bowel. Vicryl mesh hernia repair. Excision of necrotic epiploic appendage. Implant preoperative complaints: (B)(6) 2010: preoperative indication: ¿treatment, prevent complications. Postoperative diagnosis: 1. Ventral hernia. 2. Loss of abdominal domain.¿ implant procedure: 1. Abdominal exploration. 2. Repair of ventral hernia with bilateral myocutaneous advancement flaps and placement of gore-tex mesh underlay. 3. Panniculectomy. 4. Complex wound closure. [Implant: gore® dualmesh® biomaterial 1dlm07/8180119, 20cm x 30cm x 1mm thick] implant date: (B)(6) 2010. Wound classification: ¿type I ¿ clean.¿ description of hernia being treated: ¿her wound that had healed by secondary intention was excised sharply. This was immediately adherent to bowel. Bowel was sharply dissected from skin and the overlying subcutaneous tissues with sharp dissection and minimal electrocautery. Specifically, one loop of bowel was very adherent to the overlying skin. This was removed with sharp dissection. No enterotomies or serosal tears were noted. However, the friable piece of bowel that was stuck to the overlying skin was oversewn with silk lembert sutures. The small bowel was then run. There was one adhesive band adherent to the retroperitoneum. This was lysed with sharp dissection. The patient had anatomy of a roux-en-y gastric bypass with a retrocolic limb. There were no other abnormalities noted. She had extensive adhesions to the left upper quadrant as well as right upper quadrant. These were taken down utilizing sharp dissection and electrocautery. No enterotomies were made. Attention was then turned to repair of her abdominal wall. A component separation was performed and extended lateral to the bilateral rectus muscles. This allowed for further midline mobilization. However, there was approximately a 10-cm defect in width along the midline fascia that was unable to be primarily closed.¿ implant size and fixation: ¿thus, a piece of gore-tex mesh was cut to size. A piece of 20- x 30-cm mesh was cut to size and placed in underlay fashion, utilizing the suture passer. There was then a 2-cm underlay circumferentially for the fascial defect. The mesh was sewn in with interrupted 0 prolene. The repair was taut without any buckling of the mesh. Excess subcutaneous fat and skin were then removed from the patient's abdomen. Approximately 2 kg of excess subcutaneous tissue, fat, and skin was removed. This allowed for minimal tension yet excellent coverage of the mesh. The wound was then closed in a layered fashion. Two channel drains were placed in the lateral component separation cavities, and the wound was closed with interrupted 2-0 vicryl sutures followed by a running 3-0 vicryl layer, interrupted 3-0 vicryl subdermal interrupted sutures, and a 4-0 vicryl layer for the skin.¿ (B)(6) 2010: pathology: diagnosis: ¿a. Foreign body, abdomen, removal: metallic clip without adherent tissue identified.¿ gross examination: ¿b. Skin and subcutaneous tissue, abdomen, panniculectomy: skin and subcutaneous tissue (2,060.0 grams).¿ gross description: ¿a ... Is a 1.4 x 0.4 x 03 cm silver-colored metallic clip without adherent tissue. Gross only. B. ¿pannus¿ is a 2,060.0 gram portion of skin and subcutaneous tissue with umbilicus. No lesions identified. Gross only.¿ explant preoperative complaints: (B)(6) 2012: ¿preoperative indication: incarcerated recurrent incisional hernia.¿ explant procedure: 1. Open abdominal exploration. 2. Reduction of incarcerated hernia. 3. Excision of infected gore-tex mesh. 4. Placement of vicryl mesh underlay closure. 4. Placement of subcutaneous abdominal drains. [Implant: vicryl mesh] explant date: (B)(6) 2012. Wound classification: ¿type I ¿ clean.¿ procedure: ¿an incision was made through the previous midline incision sharply and then carried down through the subcutaneous tissues with the use of electrocautery. The hernia sac was identified. At this point, on attempts at manual reduction, we were successful at reducing the incarcerated hernia. The abdominal cavity was entered. There was obvious turbid, infected-appearing fluid, which was malodorous overlying the mesh. This appeared to be infected seroma. This was suctioned, and a sample was sent for culture. There was an approximately 5- x 8-cm hernia defect at the inferior portion of the mesh where it had pulled away from the right inferolateral fascial edge. This was consistent with findings on CT. Given the turbid-appearing fluid, we elected to excise the gore-tex mesh. This mesh was excised in its entirety. Omental adhesions stuck to the underside of the mesh were lysed. The mesh was sent to pathology for review. We elected to perform closure with a spanning vicryl mesh underlay . This was done with 4-ply vicryl mesh. The vicryl mesh was tacked circumferentially to the fascia with transfascial sutures circumferentially. These sutures were no. 1 pds. We were not able to close the fascia over the vicryl mesh given loss of abdominal domain. The subcutaneous tissues in the peritoneal cavity were copiously irrigated. The hernia sac was resected. After the vicryl mesh was in place, we then closed subcutaneous tissues with interrupted 3-0 vicryl. This was after placement of two 15-french round jps exiting the right and left lower quadrants respectively. These were laid over the vicryl mesh and under the subcutaneous tissue. The skin was closed with staples after copiously irrigating the subcutaneous tissues. [CT report was not provided.] (B)(6) 2012: pathology: diagnosis: ¿a. Abdominal mesh, biopsy: 16.0 x 10.5 x 1.3 cm portion of unremarkable mesh with attached fibroadipose tissue. Gross examination only.¿ gross description: ¿a. Received in formalin labeled ¿abdominal mesh¿ is a 16.0 x 14.5 x 1.3cm portion of unremarkable mesh with attached fibroadipose tissue.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "d15: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2010, whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2012, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh infection, mesh removal and additional surgery. Additional event specific information was not provided.